Event description:
Procedure: hernia. According to the reporter: as reported by the purchasing agent: once tacks were dispensed, the device stuck to the mesh. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).